Event description:
Additional information received reported that the patient was experiencing increased stimulation when he moved from standing to sitting. The adaptive stimulation was set and the patient was "much better". No further information was received.

Event description:
It was reported there was a shocking or jolting sensation. It was noted the patient's implantable neurostimulator (ins) gave them a shock when they increased stimulation. It was also noted when the patient 'touched the corner' it gave them a shock. There were no reported falls or traumas. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Concomitant products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial# (B)(4), product type recharger. (B)(4).